Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer that the device had to be removed from use due to "corrective maintenance required." No patient involvement was reported.